Manufacturer narrative:
One photo and five actual samples were received by our quality team for investigation. Upon visual inspection of the photo and samples unclear perforation cut lines were observed which caused the full blister tear; therefore the incident can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. At the packaging perforation station, there is a perforation knife to create perforated cuts. Based on the investigation, the probable root cause could be due to the perforation knife wear and tear, causing the unclear perforation cut lines and the production technician may have been unable to detect the good and bad perforation cut lines, hence parts flow to next process. An extra visual inspection will been done to ensure correct perforation lines are on the packaging.

Event description:
It has been reported that the syringe slip tip with bd precisionglide¿ needle has been found experiencing five occurrences of poor perforation before use. The following has been provided by the initial reporter: the packaging cutting line is not obvious, it is not easy to tear, and it is easy to cause damage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe slip tip with bd precisionglide¿ needle has been found experiencing five occurrences of poor perforation before use. The following has been provided by the initial reporter: the packaging cutting line is not obvious, it is not easy to tear, and it is easy to cause damage.